Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. While the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade 5f device was selected for closure and inserted into the sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock and the black sleeve was retracted to expose the collagen. The collagen was stripped off the device, the device disc was de-deployed and the device was removed. 5 days later on (B)(6) 2019 the patient expressed that there was a small knot in his groin area. On (B)(6) 2019 patient complained of swelling in the groin area. On (B)(6) 2019 patient returned to cath lab and ultrasound was performed which diagnosed a pseudoaneurysm. Patient had surgery to correct on (B)(6) 2019. Surgery was successful and patient was discharged.